Event description:
An event was reported to fenwal customer qa by a fewal clinical education rep. They were conducting an apheresis procedure, at the customer's facility, were the event took place. Fourteen mins into the procedure, a training on stem cell collection, using the cs3000 separator, the donor (a volunteer from the customer, not a regular donor) complained of numbness and tingling. He stated he was claustrophobic. The procedure was halted, irrigation done, and saline infused. The procedure was restarted. The donor became flushed, complaining of shortness of breath. The baxter clin ed rep indicated noting coughing and wheezing from the donor as well. The customer's med dir was present during this event. The return line was pulled, and saline infused. The donor rec'd 10mg decadron, 12.5mg benedryl, and 40mg lasix, intravenous. Oxygen was delivered at 4 1pm via nasal cannula. The total procedure time was 19 mins. Total "wb" processed: 941 ml; acd processed 250 ml; saline processed: 900 ml; plasma collected: 55 ml; "wb:acd" ratio: 10:1; "wbfr" was 60ml/min, and decreased to 55 ml/min at onset of symptoms. At the start of the procedure the donor's heart rate/blood pressure were not recorded. At the onset of symptoms his blood pressure was recorded as 140/92; five mins after the procedure was stopped blood pressure was recorded as 146/98. Post procedure documentation indicates donor's heart rate 88, blood pressure 140/90. The donor is an employee of the facility where the training was taking place. He has never done an apheresis procedure before but has given whole blood, uneventfully, in the past. The donor left in good condition, and hr after the event took place, and returned to work.